Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported that there was a settings not available screen on the patient controller. The rep reported that the patient was programmed on electrodes 4-7 and 12-15 with directional configuration. The rep reported that when running impedances electrode 4 had values of 40,000 with all other pairs. The other electrodes were within range and with reference 5, the rep read values that were between 600 and 800 ohms. The rep reported that the patient had new leads and a new ins placed on the day of the report. The rep removed electrode 4 from the configuration. The rep reported that programming around electrode 4 resolved the settings not available messages. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that high impedance at contact 4 was discovered upon arrival to pacu. Impedances in or were within normal limit (wnl). It was reported they programmed around and issue was resolved.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they were getting the ¿settings not available¿ message on their controller. Patient services tried to have the patient decrease their settings then increase their settings, but the patient could only get to .8ma. The patient was not familiar with having another program to try. The patient stated that their ins was charged to 100 percent. The patient had been very active, moving bags of cat litter, moving furniture and bending a lot. The patient was redirected to follow-up with their healthcare provider (hcp) to have the ins system programming checked due to the system limiting the patient to 0.8ma. The patient indicated that they had found their rep¿s name today and the patient was encouraged to reach out to their rep to let them know the situation and for possible assistance. It was indicated that the patient had been hurting and they were in a lot of pain since the system could not deliver the therapy they needed. It was indicated that both sides of their spine were hurting, but they were not sure if that was related to the activity they had been doing or if it was because stimulation was not as strong as they needed it. The event began about two to four days ago in (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported the cause of the settings not available message and inability to increase was due to electrode 7 had high impedance. The rep reported that the patient was reprogrammed avoiding that electrode. The rep reported that an impedance check was ran and the patient was reprogrammed avoiding electrodes with high impedances. The issue was resolved. No further complications were reported.